Manufacturer narrative:
Nova biomedical is awaiting the return of the device for evaluation. If any significant findings are a result of that evaluation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer's blood glucose meter began to give readings on mmol/l instead of mg/dl. No decisions to treat were made on the allegedly faulty meter. The device will be returned to nova biomedical for evaluation.